Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Manufacturer narrative:
Additional memory analysis was performed on the device which revealed the device declared end of life (eol) due to charge time with multiple charge time outs noted. Detailed analysis revealed a performance anomalie within the transformer used in the high voltage charging circuit which caused the charge time out and resultant declaration of eol.

Manufacturer narrative:
This device has not yet been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting beeping tones. Interrogation of the device revealed a message indicating the device had limited functionality and the battery capacity was depleted. It was also noted that the last capacitor reformation had a charge time of 45 seconds. An invasive procedure was performed and this device was explanted. No additional adverse patient effects were reported.